Event description:
It was reported that the ventricular lead exhibited high capture thresholds. Noise was observed on the lead with arm movements. During lead revision, an insulation anomaly was noted. The lead was explanted and replaced. The patient made good progress and was discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.